Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the insertion of the pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that during initial faradrive preparation the bubbles continued to form in the flush port when the implanter was attempting to flush and aspirate sheath. After two attempts to flush and aspirate it was suspected the seal at the proximal tip of the faradrive sheath was not working. The troubleshooting steps included re-flushing and aspirated sheath. When the tip of the farawave was inserted into the faradrive the physician flush and aspirate to assure no bubbles enter into the patient body and while the farawave electrodes were still able to be visualized in the proximal end of the sheath. This was done under light. No bubbles entered patient. However, after aspirating a and flushing there were bubbles in the flush port of the faradrive sheath. Pump was the method of irrigation used for the sheath. It was initially prepped with 20 cc syringe prior to pressure bag being used on patient table. The flow rate was slow. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.